Manufacturer narrative:
The t:slim pump user guide states the following: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. The cartridge is sterile, non-pyrogenic, and for single-use only. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose levels dropped down to 38 mg/dl, and the emergency medical technicians (emt) were called. The customer was taken to the emergency room, and while at the emergency room, an angiogram was performed and dextrose was administered. The customer was not admitted to the hospital. Tandem technical support noted that the customer was reusing cartridges, using lantus, and taking steroid medication.